Event description:
It was reported that the "pulse ox is consistently reading 3-6% higher than her abg sat with a normal ph (not a huge difference, but enough that we couldn't rely on the pulse ox in a pt with worsening oxygenation)". Abg's were necessary to titrate oxygen since pulse ox was not reliable. Pt required an increase in fio2 despite "normal" sats per pulse ox. Critically ill. On high fio2, high peep, and nitric.

Manufacturer narrative:
Multiple attempts for product return and requests for additional info were made. The unit has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the device is returned, a follow up report will be submitted.